Manufacturer narrative:
In use at the time of the event:CGM model: UnknownMobile OS: Unknown.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reloaded cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.